Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube winnow corner.

Event description:
Customer reported via phone call that reservoir compartment and esc button was damaged. The customer¿s blood glucose level was 157 mg/dl at the time of the incident. The insulin pump will be returned for analysis.